Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. The device evaluation found that the fiber bonding in the outer tube area (distal end) was damaged, image had white dots, and the charged coupled device was broken. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the charged coupled device was broken and therefore the image had white dots. In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope started flickering on the screen before going completely black. There were no reports of patient harm.